Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving sufentanil 50 mcg/ml at 16.712 mcg/day and bupivacaine 20 mg/ml at 6.685 mg/day via an implantable pump. The indication for use was non-malignant pain. On 11-oct-2019 it was reported that the patient had an increase in their chronic pain and symptom return. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was no alarms were reported upon interrogation of the pump. According to the physician he performed a catheter dye study to evaluate the catheter and per the physician no issues were present with the catheter. Actions and interventions taken to resolve the issue was the patient had a pump replacement on (B)(6) 2019. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.